Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that the insulin pump received motor error. The customer¿s blood glucose level was unknown. The customer reported that they received a motor error alarm and also had rejected new batteries. It was reported that the insulin pump was died without warning of low battery. The insulin pump will not be returned for analysis.

Manufacturer narrative:
Device passed all functional testing including the displacement, rewind, basic occlusion, occlusion, prime/a33 and excessive no delivery test. No unexpected back light anomalies noted. No unexpected failed battery alarm anomalies noted. No unexpected low battery alarm anomalies noted. No unexpected battery out limited alarm anomalies noted. No motor error alarm noted. Motor passed motor test.(B)(4).